Manufacturer narrative:
Covidien reference #: (B)(4). Date of follow-up report: 01/25/2016. One used ls1037 device was received for evaluation. Examination of the returned device confirmed that the insulation and jaw wires were damaged. This type of damage is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. Review of the manufacturing process shows that there are no known factors that would contribute to this type of slicing damage. The investigation identified the root cause of the reported event to be user error. The instructions-for-use included with this product states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. Review of the device history records for this lot found no potentially contributing entries, and no trend is associated with this complaint.

Event description:
The customer confirmed on (B)(6) 2016, that the missing pieces of the device did not fall within the patient cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure addressing cirrhosis of the liver, the outer device wiring was damaged. This occurred after about five activations of the device, and a new instrument was used to continue the procedure. No tissue damage or bleeding was caused by this issue. The device was returned to covidien and initial inspection discovered that the jaw wiring is severed and has pieces that are missing.